Manufacturer narrative:
On december 23, 2020, the product investigation was completed. Device investigation summary: during visual evaluation, two anomalies were observed on the device consistent with a crease/fold on the anterior view, and one of them extending to the posterior view. Leak testing was performed, in accordance with mentor procedures, and a tear was observed within the crease / fold on the posterior view, measuring less than 0.1 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, capsular contracture and breast mass. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent primary breast reconstruction with 325cc mentor memorygel breast implants and experienced rupture, baker grade iii capsular contracture and a breast mass on the right side postoperatively. The rupture was confirmed with an ultrasound and a physical examination. As a result, the patient is scheduled to undergo device removal on (B)(6) 2020.

Manufacturer narrative:
Additional information: on december 4, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on (B)(6) 2020, mentor became aware that the patient actually underwent device removal on (B)(6) 2020. Manufacturer's reference number: (B)(4).